Event description:
It was reported that while device was in use, the cardiosave intra-aortic balloon pump (iabp) alarmed and showed values and graphs at zero. The unit was restarted and it worked normally as thus far has not failed. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) alarmed and showed values and graphs at zero. The unit was restarted and it worked normally as thus far has not failed.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the client reported that they restarted the equipment and it worked again normally, so far it has not failed. The customer hasn't requested service.

Event description:
N/a